Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue was observed after using the catheter on the patient. During the pulmonary vein isolation procedure, a pentaray nav high-density mapping eco catheter was opened and the irrigation system was connected to the port. It was evident that the heparinized solution did not pass through the system in such a way that it prevented the catheter from being flushed. The macro equipment was removed from the system and an attempt was made to purge it with a higher pressure by placing a syringe directly to the irrigation port of the catheter without obtaining any response. Which is why it was necessary to replace the catheter. Another attempt was made to purge the system in the new catheter. The catheter was kept in the custody of the institution. The surgery was delayed 5 minutes. The procedure was completed successfully. No patient consequence. Additional information was received on 27-nov-2023. It was observed after using the catheter on the patient. Bbraun macro drip equipment was used that was anchored to a pressure bag. No infusion pump was used, macro drip adapted to a pressure bag was used. This event was originally considered non-reportable, however, bwi became aware that the irrigation issue was observed after using the catheter on the patient on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31052409l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).